Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel vs. Access2. Customer reported that a patient had two whole blood samples drawn on (B)(6) 2010, one at 9:30 am and another at 12:45 pm. Two heparinized whole blood samples were also drawn at the same time then stored in refrigerator. When the access2 became functional (after 6:30 in the evening on (B)(6) 2010) the two heparin samples were tested and generated results above the normal range. Customer noted that patient was admitted and diagnosed with anemia and breast cancer. No additional blood draws for cardiac marker testing were taken. Customer called back after the original report to state that the patient had passed away from causes other than cardiac issues.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.